Event description:
Inner seal of trocar separated from trocar when instrument was removed from the patient's abdomen during her laparoscopic procedure. No material retained in the abdomen and all pieces accounted for. No injury to patient. FDA safety report ID # (B)(4).